Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported failure code 570 in the event history. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Inspection of the device revealed depleted batteries. Review of the ocmplaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132, which was opened on april 1, 2005, which is in the implementation stage.